Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. Using the right femoral approach, the procedure treated the target lesion located in the left anterior descending (lad) artery. A non-bsc guide wire was positioned and a 2.25x16mm promus element plus stent was advanced and deployed at 12 atms for 20 seconds, however, the stent shortened from 3-5mm. An additional 2.5x8.0mm promus element plus stent was then advanced and deployed at 10 atms for 24 seconds. The stent delivery balloon was used for post dilation at 14 atms for 9 seconds. Next a 2.5x15mm nc quantum maverick balloon was inflated three times to a maximum inflation of 16 atms for 12 seconds and a satisfactory result. No further patient complications were reported and the patient status was ok.